Event description:
It was reported that when using the bd pyxis¿ es server, some medication orders were not appearing on devices despite showing in server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that some medication orders did not appear on the pyxis devices. A technical support specialist (tss) found that the lorazepam 0.5 mg order successfully crossed the server, however the quetiapine 400 mg hs order did not appear due to formulary limitations (maximum 300 mg, with 200 mg reflected in the profile). The patient was later discharged, and all orders were discontinued. The tss confirmed that only a single patient profile existed. Although the trazodone 50 mg hs order crossed the server, it appeared as discontinued despite the patient remaining admitted. The tss further found that a single patient remained admitted, no fluoxetine 40 mg order messages were present on the es server or in the database. The fluoxetine 20 mg orders listed in pes did not return results when orders were cast, and only the fluoxetine hcl 10 mg capsule (order ID 8020) appeared in the patient profile. The cause could be order-system synchronization limitations combined with formulary constraints and missing order messaging. The system functioned as intended after the technical support specialist troubleshot the device.